Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. However, he replaced the condensate removal module since he found the fitting was worn down which could potentially cause a leak or autofill error. The stm also replaced the safety disk because it was close to it's expiration hours. The stm then completed full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump had an autofill failure during use on a patient. There was no patient harm or adverse event reported.